Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer's reported blood glucose level was 24 mg/dl. The customer did not provide details regarding symptoms or treatment of their low blood glucose episodes. It was not mentioned if the auto mode feature was active at the time of the incident or not or the customer did not mention. Follow-up has been requested. Troubleshooting was declined for low blood glucose. The insulin pump will not be returned for analysis.